Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. From the information received and the analysis performed regarding this case, the root cause of this event was due to a malfunctioning ip esm board or ip motherboard. In consequence (correction) the ip esm board was replaced. There was no patient or user harm reported.

Event description:
Unit presented error code 9957, also while setting up the vent would turn off. Logs will be downloaded and attached to cer as soon as possible.